Event description:
Dealer claims end user was in doctor's office and was going around the corner and the unit sped up. The end user fell off the scooter hitting her head. Dealer alleges unit surges when the throttle pot was fully compressed forward.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.